Event description:
It was reported that the user inadvertently powered off the ilet during a supply change, then restarted the device after charging, and subsequently experienced an insulin cartridge issue in which the cartridge appeared half full despite the icon indicating low insulin, followed by a failed fill-tubing attempt that emptied the cartridge without visible drops and signs of fluid wetness on the cartridge exterior and in the pump chamber, consistent with a cartridge leak and potential misfill during setup. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no interruption requiring medical care and resumption of insulin delivery after replacing the cartridge and completing the supply change and priming steps. Investigation included technical troubleshooting with guided reinsertion, cartridge replacement, rewind, and priming, along with user inspection of the cartridge and pump chamber. Investigation of this case revealed evidence consistent with a leaking cartridge at or near the plunger interface and user setup error during the initial fill and rewind steps, with no observed physical damage to the cartridge components. It was concluded that the event involved a leaking cartridge and user handling error during the supply change, and that insulin delivery functioned as intended after correct setup with a new cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.